Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: replaced the conformite european label, there was a leak in the biopsy channel, the forceps passage had a leak and scrapes and marks on the channel, the angulation was below production standards, the control knob was clicking in the right and left directions, the control knob movement had play, the plastic distal end cover had dents and scratches, the objective lens had a tiny chip, the nozzle was damaged, the bending section cover rubber glue had a crack, the light guide tube had a minor buckle, and the scope connector had a dented gold pin and plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had an insertion tube defect and an angulation malfunction, the scope was not retroflexing. There were no reports of patient or user harm associated with this event.the device was returned to olympus for a device evaluation and found the air/water channel was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material in the air/water channel¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. ¿ the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.